Event description:
Event description guidant received information that following a commanded 31 joule shock delivery for cardioversion of atrial fibrillation, this implantable cardioverter defibrillator (ICD) displayed a shorted shock lead indicator. The guidant sales representative reported that the shock lead impedance measurement is normal. The device was subsequently explanted. The physician opted to not explant the implantable transvenous defibrillation lead.,